Event description:
It was reported that during a procedure, the surgeon used a 4 mm punch to create a prepunch hole for the anchor insertion. Upon insertin and during the tapin stage of the anchor insertion, the anchor broke. It was further reported that the first anchor was recovered. The surgeon attempted to go back into the same prepunched hole with the second anchor from the same lot number and at the insertion time, the second anchor broke. Further, a third anchor was used from the sales rep stock and the third anchor broke. The fourth anchor used was from the facilities stock and anchor was finally seated.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.